Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported 2 electrodes peripheral neurostimulator (pns) implanted on (B)(6) 2013. Ablation of the device (stimulator and electrodes) between (B)(6) 2013, no date was available. The event was assessed by investigator as not serious and related to the device.

Event description:
It was reported the patient had ineffective spinal cord stimulation and additional peripheral nerve stimulation. The device was explanted and hospitalization was required due to the event. The event was considered resolved.